Event description:
A stereotactic radiotherapy treatment using the brainlab m3 micro-multileaf-collimator shaping the beam of the linear accelerator was planned for a pt. After the treatment the customer noticed that the internal multileaf-collimator (mlc) of the linear accelerator was inadvertently closed. The inadvertently fully closed internal mlc of the linear accelerator blocked the intended, shaped radiation from the pt.

Manufacturer narrative:
Since the internal mlc of the linear accelerator was fully closed during the treatment, the impact on the pt is regarded negligible in this event. There has been no injury or adverse clinical effect reported by this or any other hosp regarding this issue. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and according to brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to specification. Brainlab is in continued contact with the responsible MFR of the linear accelerator for further co-operation regarding this issue.